Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)-2018 with the following findings: during investigation, the pump was powered up to a dim and faded display with a red hue. Unrelated to the original complaint, the battery compartment was cracked from the case seal along the bumper pad.